Event description:
It was reported that during brain tumorectomy procedure, a bipolar probe was used. It was initially usable, but there was an event in which stimulation could not be performed from midway. The procedure was completed with the use of backup product. No patient impact. Additional information's states that there was no visual and/or audible indicator that alerted the user of the issue and issue was not resolved by repositioning or troubleshooting, a new probe was used to complete the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis found visually, only cord was returned. There were traces of contamination found on the cord (from the proximal to the distal end of the cord). There was no damage noted in the construction of the cord (externally). Electrically, measuring from male anode plug to female anode receptacle, value shall be less than 2.5 ohms and actual measurement was 0.5 ohms which was in specification. The resistance measuring from male cathode plug to the female cathode receptacle, value shall be less than 2.5 ohms and actual measurement was 1.1 ohm which was in specification. Functionally, an x-ray was used to scan internal components of the cord for any loose/dislodged parts and found no issues. H6: additional information suggest that b17 and c20 are no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during brain tumorectomy procedure a bipolar probe was used. It was initially usable, but there was an event in which stimulation could not be performed from midway. The procedure was completed with the use of backup product. No patient impact. Additional information's states that there was no visual and/or audible indicator that alerted the user of the issue and issue was not resolved by repositioning or troubleshooting, a new probe was used to complete the procedure.